Manufacturer narrative:
Patient's age: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Event date: exact date unknown, event occurred months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.